Event description:
Physician placed a c-ppd-850 into a patient and as he was hooking the drainage tube up to the pluravac, he noticed the drainage tubes hub was cracked. Physician then cut the drainage tube off and placed a 16 gauge angio cath securing it in place with dressing. This remained in the patient for 2 days along with the drainage tube that was cut off. Patient suffered a pneumothorax and a collapsed left lung. Patient was then taken to surgery where a new pigtail catheter was placed. The patient's lund condition is corrected and he is doing well.